Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the harmonic ace instrument was not recognized by the system. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. Failure analysis found the primary failure of the broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.62" x 0.10" was missing and not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause was attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90211130-0060) was last used on (B)(6)2022 during a procedure with system sk4196. The harmonic ace instrument is a single-use device. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported based on the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.